Manufacturer narrative:
Evaluation summary: post market vigilance led an investigation into the reported complaint in conjunction with engineering. Device was received for evaluation. The returned sample did not meet specification as received. Details regarding a visual inspection were not provided. The technician noted that the mono 2 output levels were noticeably lower than mono 1 and were unstable when smoke started coming from inside the unit. The reported condition was confirmed. The investigation found heat damage evident on the output cable. The investigation identified the root cause of the reported event to be that the monopolar 2 cable was not properly reconnected when the unit was reassembled by the service technician. The unit was decommissioned and not returned to the customer. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured. If information is provided in the future, a supplemental report will be issued.

Event description:
After service and repair of the device, the technician noted that the mono 2 output levels were noticeably lower than mono 1 and were unstable when smoke started coming from inside the unit. At this point the unit was turned off and power cord disconnected. Even so the unit continued to smoke for several minutes. The service center confirmed that the device caught on fire, however the fire was contained within the unit. The service center determined that this event was caused from the servicing of the unit. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
After service and repair of the device, the technician noted that the mono 2 output levels were noticeably lower than mono 1 and were unstable when smoke started coming from inside the unit. At this point the unit was turned off and power cord disconnected. Even so the unit continued to smoke for several minutes. It was confirmed that the device caught on fire, however the fire was contained within the unit. There was no patient involvement.